Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the bedside vitals cannot be seen on one of the surveillance stations. The device was in use on a patient at the time of the event. There was no adverse event reported.